Manufacturer narrative:
The product is not expected to be returned for analysis since the issue was resolved. An engineering investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, the central venous pressure (cvp) and mean arterial pressure (map) values of this hemosphere monitor were different from the values from the philips monitor (analog input). The issue was solved by adjusting the voltage range configuration. Patient demographics have been requested. There was no allegation of patient injury. The device was not available for evaluation since the issue was solved.

Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Based on the available information, the root cause could not be identified since no objective evidence was provided for investigation. Without the return of the product, it is not possible to determine the damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.